Event description:
It was reported that there was no atrial sensing and no capture during aai pacing. It was also noted the p wave amplitude trend was labelled "invalid", although none of the other diagnostic data was "invalid". The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52 implantable pacing lead implanted: 2009 (B)(6); 694765 implantable tachy lead implanted: 2009 (B)(6); 419688 implantable pacing lead implanted: 2009 (B)(6). (B)(4).